Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a tibial diaphysis spiral fracture surgical procedure using a multiloc humeral nail, it was observed that the radiolucent drive device was not able to start. According to the report, after the surgeon completed the proximal locking, the surgeon attempted to perform the distal locking and observed that the device did not start. The report stated that the surgeon took all the parts off of the device and equipped it again to no avail. The surgeon performed the distal locking by free-hand then proceeded with the surgery. The procedure was extended for five minutes. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility.the date of manufacture has been udpated from unknown to nov 11, 2010.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.